Event description:
A consumer reported following bilateral intraocular lens (iol) implants she was not able to drive at night without treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, the lens remains implanted. The product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be identified. There have been no other complaints reported in the lot no. (B)(4).